Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited complete loss of capture at maximum outputs. Subsequently, it was determined the lead had dislodged. As a result, the lead was repositioned six days after initial implantation. The lead remains in-service. No additional adverse patient effects were reported.